Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. The patient further reported sending a carelink transmission after hearing beeping and being told the lead was fractured. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found; proximal segment returned and analyzed. Two sets of setscrew marks were observed on the is-1 pin. One set was too proximal, and one was in the correct position. It could not be determined when, but at some time, the lead was not fully inserted into the device. The outer tubing overlay was also found to be melted, there was an outer insulation cosmetic depression, defib conductor blood/body fluid was present, and there was apparent explant damage. It could not be determined how blood entered the rv (right ventricular) leg of the lead.